Manufacturer narrative:
The reported issue concerns mattress overinflation. The automatt overinflation occurred during mattress installation at the facility. No patient was involved, and no injuries were sustained. The field action was performed on the mattress before the complaint. The cause of the automatt over-inflation is incorrect air circulation in the automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The photos provided showed that the membranes were pierced through. The mattress was tested without any weight on it, and the automatt overinflated. When weight was applied, the overinflation did not occur. Testing confirmed that a punctured grommet membrane allows air to escape and there is no risk of the automatt over-inflating when the patient is lying on the mattress. In summary, the nimbus professional mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated). The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
The reported issue refers the mattress overinflation. The automatt overinflation occurred during the mattress installation at the facility. There was no patient involvement and no injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed. The UDI number is not available as the device was manufactured before UDI implementation.